Manufacturer narrative:
Examination of the submitted device confirmed a fracture/chip. The device reveals evidence indicating the instrument was inappropriately handled. A complaint database search finds no other reported incidents against the provided product and lot combination. A ten-year search of the complaint database against product code (B)(4) did not find any additional reported events. The root cause is attributed to user error. Based on the determination of user error as the root cause and the low frequency of reported events, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
S-rom hinge 5mm spacer trials damaged.